Event description:
The event is reported as: when the end user tries to recharge the applier, it does not fit in the cartridge, so the clip is not fitting properly and it's affecting the closure of the clip. The clips are scissoring. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation.